Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump alarmed compromised force sensor system as well as had prime rewind anomaly. The customer¿s blood glucose level was 400 mg/dl. The customer also reported that the insulin was squirting during manual prime process. The customer states the drive support cap appears normal. The customer was advised to revert to the backup plan. The customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Unable to confirm the compromised force sensor system alarm due to motor error alarm. Pump received with cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.